Event description:
It was reported that the user was pushed into a pool while wearing the ilet pump, after which the pump appeared cracked and the touchscreen became unresponsive, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including a photo of the damaged pump. Investigation of this case revealed stress-related damage consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related circumstances.

Manufacturer narrative:
Initial.